Event description:
An IV drip bag was being changed directly above the device. Some of the IV fluid dripped directly on the device and power cord using a short. The device began "shooting sparks" and filled the nicu with smoke. There was no pt injury but did require an evacuation of the nicu.

Manufacturer narrative:
Device evaluation: the suspect device has been returned and is currently being evaluated. A follow up report will be sent once the evaluation is completed.